Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 07/2023).

Event description:
It was reported that during port device implant, the port catheter allegedly migrated to the arteria pulmonalis. Reportedly, the device was removed. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. Investigation summary: one MRI low-profile port, one catheter and one cath-lock were returned for evaluation. Visual, microscopic, functional and dimensional testing were performed. Sample appeared to have residue throughout the device. Gross examination of the port body showed multiple puncture access of the port septum. The catheter segment measured approximately 50.6cm in length. No anomalies were noted to the catheter. Tool damage was noted on the port stem. Furthermore, the port stem exhibited compression and displayed material weakness. The investigation is inconclusive for the alleged catheter migration. However, the investigation is confirmed for the observed compressive tool damage on the port stem. It is unclear if this could have contributed to the reported event. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 07/2023), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port device implant, the port catheter allegedly migrated to the arteria pulmonalis. Reportedly, the device was removed. The patient status is unknown.